Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not provided. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy the clips were scissoring and not forming properly. A similar device was used to complete the case. There were no adverse patient consequences.